Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the camera arm ecm (endoscopic camera manipulator) experienced a loss of control and patient side manipulator (psm) 2 experienced unexpected movements of the prograsp forceps instrument installed therein about 45- to 60-minutes into the procedure. The issue occurred when the surgeon could not move the ecm installed with an endoscope and the prograsp forceps instrument in psm2 ¿rotated¿, causing abdominal wall and peritoneum lacerations inside the patient. There were a few milliliters of blood loss, which was resolved using coagulation with an energy instrument. No blood transfusions were administered. According to the surgeon, the cause was the inadvertent movement of the psm. The surgeon believes either his head was out of the console, or he was clutching the camera pedal in an attempt to control the endoscope when the prograsp forceps instrument moved. The system was power cycled in an attempt to resolve the issue. The procedure was completed robotically. The patient did not experience any post-operative complications. The patient has been discharged home after usual hospitalization time for a radical prostatectomy. There is a follow up appointment in two months. The devices were inspected prior to use and no damage or abnormalities were observed. The failure was not related to an inability to move the endoscope at all; the endoscope had movement issues. The movements of the surgeon did scale appropriately to the instrument. The prograsp forceps instrument did move in the intended direction. There may have been a little lag when the prograsp forceps instrument moved when the surgeon commanded movement. There was no shakiness or friction experienced or observed. There were no external collisions. The issue was intermittent, happening one time, with no patterns identified. The surgeon was attempted to move the endoscope when the issue occurred.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was completed and showed there were no errors related to unexpected movement. The prograsp did have a recognition error but that would be unrelated to the reported event. A review of the endoscopic camera manipulator and patient side manipulator logs was completed and showed that there was nothing to suggest a fault with the system. The logs from before and after the procedure were also reviewed, and there have been no other events that would suggest fault with the system. The field service engineer (fse) did note, "no apparent physical damage detected on ecm [endoscopic camera manipulator], but the carriage is stuck at the bottom of the insertion axis. System not ready for use." No errors are seen associated with the failure that the fse identified. A review of the system log was completed, and no related system errors were observed. Image provided by the customer for the event was reviewed, but it was difficult to draw any conclusions from the image.

Manufacturer narrative:
On 09-aug-2023, the following additional information was obtained about the reported event: the ecm3 (endoscopic camera manipulator) was received, and investigations were completed. Failure analysis investigations reproduced the customer reported complaint during sine cycle. The axis 3 brake will be replaced as a fix. The complaint was reproduced by failure analysis, which indicates that the device did contribute to the customer reported issue. The psm2 (patient side manipulator) was received, and investigations were completed. Failure analysis investigations did not confirm nor reproduce the customer reported complaint. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The a1 harmonic drive will be replaced as a precaution.